Event description:
It was reported that the procedure was performed to treat in-stent occlusion and significant stenosis in the left lower extremity arterial system, including the left common femoral artery (cfa), external iliac, and fibular arteries. The 10x80mm absolute pro self-expanding stent system (sess) was advanced, but there was a shaft lock [mechanical jam with thumbwheel] and the stent failed to deploy. A 9x100mm absolute stent was implanted to treat the left cfa and external iliac artery. A dissection was noted in the left cfa and treated with additional angioplasty. Final angiography confirmed good vessel patency. There were no adverse patient effects and no clinically significant delay in the procedure. Device was received and return analysis revealed that the stent implant was exposed. The account confirmed the correct device was returned and noted that the ses failed to deploy in the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. He stent implant was exposed 8 mm from the distal end of the sheath. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the interaction with the significantly stenosed anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.